Event description:
The "sherlock" device used to place bedside PICC lines isn't reading the tip of the PICC correctly. This means the patient has to have a chest x-ray to determine the PICC tip. The department is vascular access.